Event description:
Customer states the use by date and lot number are missing from the vial of strips (customer can see the words but does not see the numbers). Customer did not realize the numbers were missing until troubleshooting the malfunction. No quality controls used. No adverse event reported. Requested return of device and replacement was sent.